Event description:
On 01/13/2026, user's daughter contacted acorn stairlifts, inc. On behalf of her father to report an alleged injury. She stated that on (B)(6) 2026, the stairlift was not operating and her dad was walking down the stairs when he reportedly lost his balance and fell, resulting in a pelvic fracture. On (B)(6) 2026, an acorn technician interviewed both of user's daughters, who provided a different story. They stated that the user was using the stairlift and fell while dismounting at the bottom after his feet became caught on the footrest. They also reported that the incident occurred on (B)(6) 2026, not (B)(6) 2026. User remained hospitalized at the time of the visit and was not available for direct interview.